Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a "sensor failure" alarm and the blood pressure was unable to be obtained. The central lumen was noted to be clotted but the pump was still working. There was no other arterial line available at the time. The getinge representative suggested another arterial line and listed the steps for connecting a new transducer to the pump and zeroing. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field: medical device ¿ problem code (3). The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.